Event description:
Pt was a very healthy person up to approx spring of 1997. Pt began to have unusual symptoms that worried them. Developed numbness/tingling in extremities; dizziness/lightheadedness; loss of balance, unsteady gait; chronic pain, migraines, syncope, arthritis, sensitivity to sun, a stroke, and a heart condition; chronic fatigue syndrome, fibromyalgia, raynaud's and sjogren's. Pt was also diagnosed with degenerative disk disease. Because of the above problems reporter has had a cervical spinal fusion, open heart surgery, a knee scope, and has had to have several incision and drainage of chest secondary to granulomas. Condition(s) has progressively worsened even with surgical intervention, and was declared disabled this year. Pt doesn't have the actual day implants implanted, but pt will be getting it when they get there medical records. Pt is praying that they can get the implants out, then can be had for evaluation.